Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose between 40-50 mg/dl and high blood glucose of 300-400 mg/dl on unknown days prior to (B)(6) 2018. The customer did not report their blood glucose at the time of the phone call. The customer did not describe symptoms, but did treat the low blood glucose with food, and the high blood glucose using the insulin pump. The customer stated that they experienced the events due to their sensor transmitter not working correctly. Troubleshooting was completed to test the transmitter, however the customer declined troubleshooting for the sensor. The insulin pump will not be returned for analysis.